Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/14/2010 and 09/15/2010 by phone, fax, and mail. Medical records were received on 09/17/2010. A completed questionnaire was received on (B)(4) 2010. (B)(4).

Event description:
A surgical tech reported a pt with blurry vision following intraocular lens (iol) implant surgery. The consumer's husband also reported that his wife is experiencing blurred vision, especially at near, since surgery with slight improvement. In a f/u and in medical records, it is indicated that the patient continues to experience blurry vision and that "eyes feel tired all the time" despite treatment with medication and a trial of soft contact lenses. The pt remains disappointed with near and far vision. The surgeon continues to monitor the pt.